Manufacturer narrative:
(B)(4); batch #: u93k65. Investigation summary: the device was returned with the blade scratched, and cracked. The blade tip was not broken off as reported. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components, and no anomalies were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator, and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient", ¿blade error detected¿, or "relaxed pressure on blade", followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an open unknown child procedure the blade was broken. The target tissue was peeled by pean forceps and cut by the hd device. The surgeon commented that the unexpected metallic sound was not heard. There is a possibility that the device touched to the pean forceps. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.